Manufacturer narrative:
It was further reported that the patient was discharged home on (B)(6) 2017 and is doing well. The medical team reported that the event was not related to the device. Of note, the patient does not have a significant past medical history. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The heartware ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. With review of the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed to gastrointestinal bleeding are multifactorial and are thought to be partially related to the continuous, non-pulsatile flow, anticoagulant therapy, past medical history and related comorbidities. There are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient called the site on (B)(6) 2017 indicating that he was feeling more fatigued and had a few episodes of melena that morning. Upon admission to the hospital, hemoglobin was 5.6 g/dl and international normalized ratio (inr) was 4.2 (goal 2-3). Of note, this patient has no significant past medical history concerning for gastrointestinal (gi) bleeding. Warfarin and aspirin (asa) were held on admission. The patient was transfused a total of three units packed red blood cells (prbcs). The patient was taken for an esophagogastroduodenoscopy (egd) which showed one single bleeding arteriovenous malformation (avm) in the duodenal bulb. The site was cauterized. The patient's hemoglobin has stabilized and is currently admitted to the step-down unit for monitoring at this time.